Event description:
Boston scientific crm received information that in (B)(6) 2010, this pacemaker displayed an estimated longevity remaining of one year. No programming changes had been reported. However, in (B)(6) 2010, estimated longevity remaining is now three years. It was noted that the ventricular output has been reprogrammed one week prior to the most recent evaluation.

Manufacturer narrative:
A boston scientific crm technical services consultant confirmed that lead impedance and threshold measurements have been stable and there has been no change in the percentage of pacing. The consultant discussed how these diagnostics might affect overall longevity estimate and assisted the caller to perform a download of the device memory. This information was received and submitted for engineering analysis. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.